Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a red, raw, burning rash under front te pad, as well as pain from the garment compressing the skin. The patient reported a history of sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the discomfort caused by the garment, but only advised to monitor the rash. Outcome of the rash is unknown as follow up attempts were unsuccessful.